Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultra ping meter was giving the patient inaccurate low readings as compared to other devices. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that on at an unspecified time in the early morning of (B)(6) 2012, the patient reported a blood glucose result of "142mg/dl" with the subject meter and a reading of "406mg/dl" on a onetouch ultrasmart meter and a reading of "414mg/dl" on a onetouch ultramini, performed within 30 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The reporter stated that the patient manages his diabetes with the insulin pump and increased his insulin (unknown type and dosage) in response to the reported issue. At an unspecified time after the alleged product issue occurred, the reporter claimed that the patient developed symptoms of "feeling tired, legs hurting, and of frequent urination" and by 6:17am on the same day, was given 3 units of novolog by a non-hcp in response to the symptoms. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. The cca also noted that the control solution test results fell within the acceptable range. Replacement products have been sent to the patient. This complaint is being reported because the patient claimed to have developed symptoms of severe hyperglycemia (frequent urination) and received treatment for an acute complication of diabetes.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.